Event description:
2 events this month where his Boston Scientific Subcutaneous Implantable Cardioverter-Defibrillator has shocked him, both events were reviewed with Boston Scientific, the issue was reviewed by an engineer at Boston Scientific who stated that the device has an internal hardware failure leading to the device inappropriately shocking the patient, the engineer recommended a replacement of the device due to internal hardware failure. REFER TO ADDITIONAL DOCUMENTS IN I2K.